Event description:
The pump was returned for investigation. Investigation revealed an internal motor defect. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed an internal motor defect. Unrelated to the complaint, call service 064 alarms occurred during testing. A review of the pump history showed multiple call service 064 alarms had also occurred on (B)(6) 2013. Additionally, the audio bolus button cover and white slug were missing, making the bolus button inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).